Event description:
I experienced debilitating symptoms of breast implant illness as a result of smooth silicon breast implants. I received mentor smooth silicon breast implants in (B)(6) 2014, and a replacement set of allergan smooth silicone breast implants in (B)(6) of 2016 due to physical complications from the first set. The implants were removed in (B)(6) 2019. During the course of 5 years that I had implants I experienced: debilitating fatigue and brain fog (I was "diagnosed" with chronic fatigue syndrome), joint and muscle pain, dry eyes, hypothyroidism (I no longer suffer from hypothyroidism), irritable bowl syndrome, tinnitus, hair loss, food intolerances, hives, heart palpitations, depression, anxiety, night sweats, extremely low sex hormones, dry brittle hair and nails, persistent bacterial infections (utis and bacterial vaginosis), weight gain and weight loss resistance. FDA safety report ID# (B)(4).